Event description:
This report is to add explant date.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that during a revision surgery, the physician found a possible infection at the incision sites. The patient was hospitalized, the physician removed the device and washed out the wounds. Cultures came back negative and the physician believes the issue may have been a metal allergy. The patient was discharged and recovered without sequelae.